Event description:
The pt had right completion mastectomy, left prophylactic mastectomy and bilateral tissue expander placement. The pt underwent surgery for mechanical complication of right breast implant, partial capsulotomy with revision of right implant position and placement of new right breast tissue expander (mentor).